Event description:
A pt experienced pain and swelling after operation of a fracture of the calcaneus with implantation of biobon (the european trade name of the product). Wound secretion showed material (biobon?). Revision surgery was performed and biobon material was removed. Pt recovered without complications. Further info has been requested.